Event description:
It was further reported that the right atrial (ra) lead was scheduled to be replaced. During the procedure the lead impedances were tested via the analyzer, the chronic device, and a new device. On the old device, impedances were greater than 3000 ohms; however, repeated testing with the new device resulted in impedances between 412-456 ohms. The physician elected to keep the ra lead in use, suspecting an issue with the header block of the chronic implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2012 (B)(6); 5076-52 lead implanted: 2012 (B)(6); 5867-3m adaptor implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the analyst noted: atrial pace impedance is steady at ~650 ohms through (B)(6) 2014, then rises out of range (> 3000 ohms) starting (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a spike in right atrial (ra) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert. The analyst noted: an out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. There is a spike in atrial pacing impedance on (B)(6) 2014 from an approximate baseline of 575 ohm to > 4000 ohm. The impedance recovers to baseline the next day.